Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an open hole at the implantable cardioverter defibrillator (ICD) implant site and developed an infection. Cultures were taken and the organism was identified as enterobacter cloacae. Antibiotic treatment was administered, and the ICD system was explanted. No further patient complications have been reported as a result of this event.